Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 405 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, headache and nausea. Once at the hospital the patient had turned off their controller after pausing insulin delivery. In addition the patient removed the pod. The patient was treated with intravenous fluids as well as an insulin drip. The patient was discharged from the hospital after 3 days. While on this call the patient was assisted with activating a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.